Event description:
It was reported that the device may have reached the elective replacement indicator (eri) prematurely. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Product event summary: the device was not returned for analysis; however, performance data in regard to the device was received and reviewed. Analysis revealed that the device is pre/approaching the recommended replacement time (rrt). The analyst commented that the weekly battery voltage trend data showed a minimum battery voltage range equal to 2.99 volts to 2.64 volts between 2013-(B)(6), which is before device rrt of equal to or less than 2.62 volts. (B)(4).